Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6),batch: 5153862. Product family:scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 209493.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads and it migrated anteriorly. No device malfunction was suspected. The patient underwent a lead replacement procedure and the ipg was replaced as well due to an unknown reason. The patient was doing well postoperatively, and the explanted devices will not be returned per hospital policy.